Event description:
This css console was not on a pt. Customer reported that during a routine console checkout procedure, the css console vacuum did not work and there were no digits on the vacuum display. This alleged failure mode poses a low risk to a pt, because the issue was observed during a routine console checkout and the css console was not supporting a pt. In addition, this alleged failure mode does not negate the ability of the css console to perform its life-sustaining functions, as the css console does not require vacuum to achieve appropriate cardiac output. An investigation will be conducted by (B)(4), and the results will be reported in a supplemental MDR.